Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time upon interrogation. The physician was unhappy with this extended charge time. No adverse patient effects were reported.